Event description:
It was reported that bd vacutainer® multiple sample luer adapter had blood leakage. The following information was provided by the initial reporter: "la separates when removing the vacutainer "

Manufacturer narrative:
Correction: b2: adverse type: product problem. B2: event attributed to: na. B5: describe event or problem: it was reported that bd vacutainer® multiple sample luer adapter had blood leakage. The following information was provided by the initial reporter: "la separates when removing the vacutainer" h2: type of reportable events: malfunction. H5: imdrf annex a grid: a050401. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-14. H6: investigation summary: the sample for lot number 1174667 was evaluated by visual examination for damaged or missing parts with no defects observed as the device appeared to be correctly assembled. Ten (10) retention samples were evaluated by functional testing and no defects were observed. The sample of an unknown lot was evaluated by visual examination and a side pierced sleeve was observed with leakage in the holder of the device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter a patient got infected and required medical intervention. The following information was provided by the initial reporter: "- an infection."